Manufacturer narrative:
The patients weight is not provided as it is not taken at the time of the appointment. The patient's race and ethnicity were not provided. The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router returned sample: the implant was returned but not in original package. The implant was measured and verified to be a hahn tapered implant 3.5 mm x 11.5 mm (70-1154-imp0006). Complaint investigator measured the critical parameters against drw 3025770 rev 2.0 from DHR and found no deviation. There was no defect or non-conformity observed. The threads were intact and the internal feature was fine. Bone debris and blood clot was present from the implant. Root cause: probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter.. IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Event description:
It was reported that a hahn tapered implant failed. The doctor reported that the implant was placed on (B)(6) 2017 at tooth location #12. On the same day the device was removed as it lacked primary stability. There was no abnormality noted with the implant itself.